Manufacturer narrative:
A revision took place. During the revision impedances were fluctuating and loss of capture on the lv lead and noise on the ra and lv channel was noted. Upon explanting the crt-d it was noted that the header was broken. The device was replaced and the leads remained implanted. Additional information provided noted that the patient had fallen on his chest and had broken some ribs.

Event description:
Boston scientific received information that during a follow up of this cardiac resynchonization therapy defibrillator (crt-d) and all of the leads. Noise was noted on the left ventricular (lv), right atrial (ra), and right ventricular (rv) leads. Loss of capture was seen on the lv lead as well as out of range pacing impedances on the rv and lv leads. A revision has been scheduled. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon additional information this event will be updated.